Event description:
Caller indicated the relion confirm meter was giving high readings. She stated that she would get 107 on her freestyle and 130 on her confirm. She stated that at 130 she needs to dose herself, and that in this case she did take gluburide which caused a lower bg level. I have attempted to contact (B)(6) back, she was not available. I'm asking that she contact me asap to gather more information. On call back, caller stated that when testing on the confirm meter her results were consistently about 20-30 pts higher than her freestyle lite meter, which has been compared to lab tests and is consistent with the results she was getting on the freestyle meter. She stated that she knew the meter wasn't accurate based on how she felt - she said she had symptoms of hypo and she was getting results of 100mg/dl. She stated she has symptoms at 70mg/dl. Although the meter was reading within the 20% acceptable meter variance, the caller was taking glyburide if she reached readings of 130 mg/dl. Controls used were in range. Requested refund.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.